Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 212 mg/dl. Troubleshooting was performed for critical pump error. Customer reports they received a critical pump error image on the pump screen. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with critical pump error (open book image) alarm during testing and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with cracked reservoir tube retainer, scratched case and minor scratched lcd window.